Event description:
The manufacturer received information alleging critical errors from the trilogy 100 device. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log which indicated a failure to the internal battery. This may impact therapy. The device's internal battery was replaced to address the issue.